Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast augmentation with two 550cc mentor memorygel breast implant prostheses experienced bilateral capsular contracture (grade unknown) and left-sided breast cyst. The patient reported that she was hospitalized due to bilateral breast pain. The patient had consulted with her physician on (B)(6) 2020, and she was diagnosed with left-sided cyst. Her left breast was swollen up to her collarbone, and the pain was mitigated by the use of morphine. In addition, the patient reported that her right nipple was locating higher than the left nipple. Due to the breast pain, she was unable to run or exercise. As a result, the patient underwent bilateral removal and replacement with unspecified breast implants on (B)(6) 2020. This report is for the right-sided prosthesis.